Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Manufacturer narrative:
Event date is estimated. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient lost therapy and was unable to communicate with external devices. Reportedly. Patient last charged six months ago. Manufacturer rep was unable to resolve the issue through troubleshooting. As a result patient underwent surgical intervention wherein the ipg was replaced and effective therapy was resolved.